Manufacturer narrative:
The device was not returned olympus for evaluation. Olympus followed up with the user facility to obtain additional information regarding the reported and was informed that during a therapeutic laparoscopic cholecystectomy, the teflon pad from the grasping section of the device separated exposing metal on the jaw. It was reported that when the device was withdrawn from the patient, the teflon pad completely detached and fell on the or table. No device fragment fell into the patient. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, it was reported that the device and generator connection points were inspected prior to use with no anomalies found. Based on similar reported events, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus received a medwatch (mw5070955) report that states ¿during laparoscopic procedure, it was noticed that the teflon piece was loose. The device was removed from the patient and a piece fell off onto the back table. The device was removed from service.¿